Event description:
It was reported there was high impedance and confirmed fractures of the right atrial and right ventricular leads. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4965 lead, implanted: (B)(6) 1999. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.